Event description:
Received a copy of an x-ray indicating that two n-hance rods implanted in a pt have broken bilaterally. This report is #2 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.